Event description:
Implant date: 12/20/1998. Routine post-operating x-rays revealed two broken cables. Other implanted hardware is maintaining stablization. Device has not been reported to have been explanted.